Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up with episodes of ams due to competitive atrial pacing. Review of the episodes revealed competitive atrial pacing due to pvarp. P-waves were sensed in refractory resulting in fast atrial intervals that caused device to mode switch. Programming changes were recommended. The patient was stable and will continue to be monitored.

Event description:
New info received: inappropriate mode switch episodes were reduced with new settings but few episodes were still observed. Further programming changes were recommended. Since patient was asymptomatic, no further programming changes were made due to the issue being reduced significantly. No further information available.